Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: suspected material rupture, ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast reconstruction with two 550cc mentor memorygel breast implant prostheses and experienced postoperative bilateral device migration and ptosis, and left-sided rupture. The patient¿s surgeon stated that recent MRI results questioned the integrity of the left-sided breast implant, and also the implants were fairly sizable for the patient's slender body frame and resulted in the ptosis. As a result, the patient underwent bilateral removal and replacement with two 350cc mentor smooth round moderate plus profile prostheses (catalog #: 3502350, left serial #: (B)(4), right serial #: (B)(4)) on (B)(6) 2020. This report is for the left prosthesis.